Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report and there is no direct correlation with device serial numbers. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increasing age does not affect time to appropriate therapy in primary prevention ICD/crt-d: a competing risks analysis. Europace. 2017; 19(2):275-281. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding inappropriate shocks as well as reference to patient deaths. Reference is made to implantable cardioverter defibrillators (ICD) and cardiac resynchronization therapy defibrillators (crt-d) without any further distinctions of the device type within the article. The article did not specify any relationship between inappropriate shocks and patient deaths. Follow-up is in progress. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.